Event description:
Legal claim and medical records received. Legal claim alleges discomfort and increased metal ions. No revision has been reported at this time. Update rec'd 5/26/15- litigation papers received. Litigation alleges pain, discomfort, inflammation, and elevated metal ion in the blood. The cup is being added to the complaint at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The cup should not have been added to this complaint. Initial medwatch sent in error.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.